Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pneupac¿ pneupac vr1 was giving constant flow when the handle is pushed to the maximum level. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one pneupac vr1 airmix stage 5 sweden was returned for analysis. Visual inspection found no damage tot the unit. Functional testing included leak testing. A leak was observed when the adult end position was selected from the rotary flow and timing valve controls, this would cause the constant flow reported. The customer stated issue was duplicated and confirmed. (B)(4) was identified as supplier.